Event description:
It was clarified that part that ruptured was the probe tip of the device. No additional information was provided.

Manufacturer narrative:
Updated: b5.

Event description:
A customer reported to olympus that while using the thunderbeat 5 mm, 35 cm, front-actuated grip type s, two hours into a "dpc coelio" procedure (thought to be translated as pancreaticoduodenectomy under laparoscopy), the device "ruptured" with no warning signs. There was an error message, but details were not provided. The facility was using the most current software version. It was stated that the surgeon was very experienced in using the device. The device was recovered, but it was unknown where the device ruptured and where this recovery took place. The surgeon changed out the device and due to this, there was a 3-5 minute delay. There were no patient consequences/injuries, no intervention occurred and the patient was not hospitalized. Additional information was requested multiple times, but not received at the time of the report.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: d4, d9, h3, and h6. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Update to h3. Correction to h8. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A visual inspection on the received condition was performed on the device. The probe had broken around the outer pipe. There were scratches on the probe. From the photograph of the fracture surface of the probe, it was found that the fracture started from the origin of the crack in the probe. The distal end of the item was inspected under a microscope and detected no scratches or contact marks at the non-insulated area of the grasping section. The tissue pad is worn away. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probe broken possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. The event can be detected/prevented by following the instructions for use which state: "do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.